Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the system and confirmed the sodium (na) calibration reference (ref) values for level 1 were out of range indicating the carbon bridge malfunctioned. The fse also found the na and na reference (ref) electrodes had malfunctioned. The fse replaced the carbon bridge, na measure, and na ref electrodes to resolve the issue. The fse performed verification testing successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated erroneous low sodium (na) results on five (5) patient samples. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.